Manufacturer narrative:
Product returned for investigation. The returned unit passed all specific functional testing requirements, except for the lock having rotational movement when unit is not under pressure, however, this would not have caused a slippage. When unit is properly positioned and put under pressure, unit would not have slipped. Preventative maintenance needs to be performed at this time. General maintenance and cleaning required. Root cause undetermined at this time, complaint not confirmed.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2017. Device history review can not be performed at this time, as no serial number or lot# have been provided. No manufacturing or design related trend has been identified. Post market information will continue to be monitored. Root cause is not determined at this time, because the product has not been returned for evaluation.

Event description:
A patient slipped out of the mayfield head positioner. Request for additional information has been sent and on 26oct2017 the following was received from the customer: on (B)(6) 2017, a (B)(6) -year female was to undergo a posterior cervical fusion procedure. No steretoaxy device was used. The mayfield clamp along with the integra adult disposable (a1072) skull pins was applied and the patient was in prone position in a 3 point mayfield skull clamp. The patient was not repositioned until the issue was discovered. At that point the surgeon repositioned the skull clamp, and proceeded with the procedure. The surgeon stated that the reading on the pressure gauge on the clamp read 60. In the middle of the procedure the surgeon felt that the positioning had come loose. He scrubbed out and checked the skull clamp, this is when he discovered that the pressure gauge now read 0. He also noticed that the pin had slid and caused a laceration in the patient¿s scalp in the parietal area. He repositioned and finished the procedure. During this entire time, the patient was being monitored by a neuromonitoring team and there were no changes during this process. This did not affect the surgery in any way, but it did cause an unanticipated laceration on the patient¿s scalp. The length of time the product was in use before the event occurred was approximately 60 minutes. Staples and a dressing were placed. On the laceration. The action that was taken after the product problem occurred was that the patient¿s head was repositioned and the continuation of the surgery. Patient¿s outcome was a minor injury with minimal intervention and no effect on length of stay. There was a delay in surgery due to product problem for less than 10 minutes. Additional information was received on 27oct2017 by the customer: lot # 121 and 124 are both for the aluminium skull clamps. It was mentioned that during the sterilization of the products, the clamps are taken apart and not always married up with their counterpart, therefore two pieces have separate lot numbers. Lot number of the skull pins were w1704014. The skull pins are not available for evaluation.